Event description:
The nursing staff alleged that the knee section rose on its own.

Manufacturer narrative:
The account's engineer stated that he could not duplicate the knee moving on its own, but he did pull the code of 30-65. He replaced the left siderail ucm circuit board and the code went away.